Event description:
In 2003, a gore excluder bifurcated endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. It was reported that in 2006, endotension had caused the diameter of the patient's aneurysmal sac to increase. In 2008, the gore excluder bifurcated endoprosthesis was re-lined with a gore excluder aaa endoprosthesis. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: attached list of additional devices implanted and involved in this event: pcc141200/lot#022191802. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis.